Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communication with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire could not be positively identified. No adverse event resulted from the open wires.